Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer reportable malfunction could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during maintenance.

Event description:
It was reported, the xenon light source did not produce any image on the monitor during the setup. The issue was resolved and the unit is now fully functional. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer requested for an assistance in setting up the video system center. The issue was resolved when the customer connected a serial digital interface cable from the output of video system center into the option a input of the monitor. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.